Event description:
Customer reported intermittent readings on the passport 2 monitor. No patient injury reported.

Manufacturer narrative:
Company representative evaluated the unit but no problem was found. As a precautionary measure, the cpu board and connector were replaced. The unit was calibrated and safety tested to factory's specifications.